Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there was no obvious resistance in the marksman during the operation. The tip end of the pipeline could not be opened, and the tip end was obviously kinked after withdrawing from the body.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon first put the catheter into the distal blood vessel of the lesion, and selected a pipeline stent and the distal end was deployed smoothly. The middle part of the stent could not be opened after several attempts during deployment. Subsequently, the surgeon retrieved the stent and withdrew it from the patient's body along with the catheter. It was found that the pushing resistance of the stent was large, the tip of the stent was rough, and the proximal end could not be opened normally after the stent was fully deployed. Then it was replaced with the ped-450-16, and the overall opening was smooth, and the shape and adhesion of the postoperative angiography stent were relatively good. During this period, there was no impact on the patient's treatment, and the patient regained consciousness after resuscitation. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than two times. There were no additional steps or other devices required to open the pipeline. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, ruptured ophthalmic artery segment aneurysm with a max diameter of 5mm and a 2mm neck diameter. The landing zone was 4.4mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was minimal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level reached the standard. Angiographic result post procedure was normal, aneurysm was partially retained.

Manufacturer narrative:
Product analysis of ped-500-16, lotno:b583261 ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. In addition, the middle section was found fully opened and no damage. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at middle section as the middle section of the braid was fully opened and no damaged. In addition, the distal and proximal ends of pipeline flex braid were fully opened and damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.